Event description:
It was reported that the ventilator was contaminated with water/liquid. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the provided problem description and service report. Our field service engineer (fse) investigated the issue further and found out liquid traces on the expiratory channel connector. The damaged part was not returned for investigation since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits that might lead to a ventilator malfunction. Moreover, there is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was.